Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a patient (demographics: not provided) who received treatment with synvisc one injection and after unknown latency knee became swollen. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication and concurrent condition was provided. Patient had received cortisone in same knee 1 week prior to synvisc one. On an unknown date, patient received treatment with intra- articular synvisc one injection (batch/lot number: 7rsl021 and expiration date, dose, frequency, indication: not provided) in unspecified knee. On an unknown date, the patient's knee became swollen after the injection and there was no time frame for swelling. Patient was told to place ice on the knee. No other information was provided. Action taken: unknown corrective treatment: ice for knee became swollen outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 12-dec-2017: this case concerns a patient who received synvisc one injection from recalled lot and patient's knee became swollen. Based upon the company investigation, the causal role of the product cannot be denied with the occurrence of event. Furthermore, there is no information regarding technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.